Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a standard battery change out. During the procedure, it was noted that the right ventricular lead was had an insulation breach. Check prior to procedure showed normal lead values. The physician used medical adhesive and a suture sleeve to repair the lead. The lead values were stable. The patient is not dependent and was stable.